Manufacturer narrative:
The log review found unusual level fluctuation during charging. The internal cable on the level sensor was found to be faulty. The unit was fully disassembled during inspection, then rebuilt with new components including an internal cable and pressure sensor. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 13 out of 15.

Event description:
User reported the device was unable to reach a set temperature. The case was completed successfully with no harm to the patient involved, after using a backup device. We consider inability to heat or cool to a desired temperature to be reportable.